Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device works for minutes and shuts off. The unit was triaged and the reported issue could not be confirmed at this time; the device ran through out the night with no issues. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during use, the device works for minutes and shuts off. No patient was involved.